Manufacturer narrative:
The most likely cause of impedance issues is a fracture or other damage to the lead. There are no reports of external trauma or other events that would cause damage. The lead was not obviously fractured at the time it was replaced and the explanted lead was discarded by the medical facility, thus the cause of the impedance issue is unable to be conclusively determined.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat knee pain. In (B)(6) 2024 the patient reported inadequate pain relief and was scheduled for a re-programming appointment. During the reprogramming testing found high impedances on all contacts of the lateral lead. Imaging is inconclusive but testing suggests a fracture of the medial lead caused the impedance issues an subsequent loss of therapy. On (B)(6) 2024 a surgical revision was performed to replaced the malfunctioning lead.